Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Six (6) unused samples received on (B)(4) 2011 and tested on (B)(4) 2011 and (B)(4) 2011. Results from the investigation are as follows: marked by the customer, was tested: the tube was carefully examined, and foreign substance was observed and considered as "not acceptable" as per inspection criteria. Unmarked by customer was tested: foreign substance found floating inside the pouch near the side seal of the pack upon receipt, and was considered "not acceptable" as per inspection criteria. One unit of the returned product unmarked by the customer was carefully examined, and it was observed that there is evidence of glue adhered at the tube inside the blister pack and considered "not acceptable" as per inspection criteria. Unmarked by customer, were tested: tubes were removed and carefully examined. Foreign substance was found at pilot balloon assembly and considered "not acceptable" as per inspection criteria. Review of assembly records showed no signs of associated defects detected during the 100% light test. It is concluded that the complaint was confirmed as per returned sample. An internal corrective action event has been taken for a similar complaint, and this particular lot # 607647r001 identified was confirmed to be mfg before implementation of the CAPA. Note: this MDR is being reported as a result of a retrospective review of complaints conducted by convatec for complaints received from (B)(4) 2011 - (B)(4) 2013. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
Details of the complaint: "qty: 6; description: foreign substance in pkg - dust".